Event description:
Pt underwent left acl reconstruction on 6/4/97. The next morning (6/5/97), an attempt was made to remove the wound drain and the drain broke. X-ray revealed that the drain fragment remaining in the pt was intra-articular. The drain fragment was removed surgically with no complications.